Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked bottom case by the "l" bracket pole clamp, missing battery and battery door and loose plunger case seal and visible contamination. Investigation unable to retrieve ehl due to power up issue. Visual inspection and power up process were performed. The customer?s reported problem was duplicated during the power up process. According to the investigation, the reported problem was caused by the physical damage and contamination found on bottom case and burnt component on the pump interconnect board. Service?s replaced the pump interconnected pc board, and bottom case due to cracked. Performed power up process and all the functional test passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 3500 pump experienced sign of burning when trying to replace the batteries. No reported adverse effects.